Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was unable to pair to the app via bluetooth (ble) telemetry on the patient's phone. It was then determined that there was able malfunction on the ICD. The patient was asymptomatic. On (B)(6) 2021, the ICD was successfully reset. The patient was stable throughout procedure.

Event description:
Additional information received that indicated the patient is deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
Related manufacturer reference number: 2017865-2022-01344 related manufacturer reference number: 2017865-2022-01348 related manufacturer reference number: 2017865-2022-01349.